Manufacturer narrative:
Age or date of birth,weight,ethnicity not applicable, as there was no patient contact with the product. Implant date: if implanted, give date: not applicable, as there was no patient contact with the product. Explant date: if explanted, give date: not applicable, as there was no patient contact with the product. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that though the package looked fine, the preloaded intraocular lens (iol) was not in the sterile compartment when the package was opened. The package was sealed correctly. There was no patient contact with the product. No other information was provided.

Manufacturer narrative:
Additional information: new information received that the surgeon was dr. James blackstone. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 6, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed no issues with the handpiece. The lens module was inspected and the lens could be identified in the lens seating. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.